Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2007 the patient underwent lumbar decompression and fusion using rhbmp-2/acs, mtf grafton graft matrix, and 30 cc lifenet cancellous bone. Also during the procedure lifenet optium putty was implanted at l4-s1, omni great white 12 mm was implanted at l5/s1, omni great white 14 mm was implanted at l4/5, omni talon screws were implanted at l4, l5 <(>&<)> s1 levels and omni set cap screws were implanted at l4-s1 levels.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.